Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadvertently delivering additional insulin).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) dropped to 32mg/dl with dizziness and looking pale. The reporter stated that the patient was at school and the school nurse inadvertently delivered 0.8 units extra insulin. The reporter stated that the school nurse went to deliver an ezcarb bolus before lunch, inadvertently hit a button on the meter and cancelled the bolus. The nurse did check the bolus history, went back and delivered the ezcarb dose recommended without taking into consideration how much of the previous bolus went in before it was cancelled. The patient was treated with 30 grams of fast acting carbohydrate. The patient then came home and their bg was at 97mg/dl. The reporter stated that the pump was disconnected, the patient was treated with food and then one hour later their bg was 206mg/dl. The reporter stated that the patient was put back on the pump. The bolus history shows correction bolus not delivered until 3:03pm, which was an ezcarb and the bg up to 403 mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. A correction bolus was delivered using ezbg at 4:58pm and the bg down to 382 mg/dl. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from (inadvertently delivering additional insulin) by healthcare professional.